Manufacturer narrative:
Patient's exact date of birth is unknown; however it was reported that the patient's year of birth was 1969. Imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during a submucosal dissection procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip did not release from the working tunnel. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during a submucosal dissection procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip did not release from the working tunnel. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact date of birth is unknown; however it was reported that the patient's year of birth was 1969. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results a resolution clip was received for analysis. Visual and microscopic inspection of the returned device revealed without the outer sheath and clip assembly and with evidence of premature deployment. No other problems were noted. The reported complaint of handle difficult to actuate was unable to be confirmed since the handle was in good state upon return. The reported complaint of clip failure to release from catheter was unable to be confirmed since the device was returned without the clip assembly. Upon product analysis it was observed that the yoke is still attached and with evidence of premature deployment. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, these problems might happen for such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. Also, the device returned without the outer sheath. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is cause not established.